Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They further instruct users to return any damaged components to heartware. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The vad coordinator reported that controller created up to sixty unspecific medium priority alarms. Log files did not reveal any recorded alarms associated with the event; controller and batteries operated normal. The controller was exchanged with no reported patient impact or consequences.

Manufacturer narrative:
Additional information indicated that the event occurred at different battery capacities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They further instruct users to return any damaged components to heartware. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. It was reported that (B)(4) creates up to 60 unspecific medium priority alarms. One controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log file analysis revealed several premature power switching events due to momentary disconnections involving (B)(4). Log file analysis also revealed low flow alarms, which are medium priority alarms. The low flow alarms, however, did not occur near the reported event date. Momentary disconnections will result in an audible tone; the patient may have perceived these audible tones as medium priority alarms. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The reported power switching could not be replicated during testing; the connection between the controller and power sources was stable. Heartware has opened an internal investigation to address momentary disconnection. (B)(4) are being investigated under cmp-(B)(4). (FDA MFR # 3007042319-2017-00500). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.